Event description:
Had aspirated her joints, and it was sent off to labs, but nothing was found [injection site joint effusion] ([joint aspiration], [synovial fluid analysis normal], [injection site joint pain], [injection site joint swelling], [calf pain]). Case narrative: initial information received on 03-jun-2025 regarding an unsolicited valid serious case received from a pharmacist. This case is linked with (B)(4) (multiple device suspect used for the same patient, case for right knee) and (B)(4) case for patient 2 (same reporter). This case involves a 49-year-old female patient who had aspirated her joints, and it was sent off to labs, but nothing was found after being treated with medical device hylan g-f 20, sodium hyaluronate [synvisc one]. Patient had previously taken synvisc-one injections. The patient's past medical history, vaccination(s), concomitant medication and family history were not provided. On (B)(6) 2025, the patient received hylan g-f 20, sodium hyaluronate injection (strength: 48mg/6ml) in right knee once via route intra-articular (unknown dose and indication). It was reported that 13-14 hours later after receiving synvisc one, the patient was back in emergency room with bilateral knee pain (injection site joint pain), swelling (injection site joint swelling) and calf pain (pain in extremity) (onset date: may-2025, latency: approximately 13-14 hours) (batch number: frslb04; expiry date: 31-dec-2027). It was reported that she took tylenol without improvement. She was discharged with an opioid pain killer and followed up with ortho on (B)(6) 2025. At that time, they aspirated her joints, and it was sent off to labs, but nothing was found (injection site joint effusion) (aspiration joint) (synovial fluid analysis normal) (latency: 6 days) (batch number: frslb04; expiry date: 31-dec-2027). She was sent home with an oral steroid and advised to continue use of pain killer as needed. Relevant laboratory test results included: synovial fluid analysis - on (B)(6) 2025: [nothing was found]. Action taken: not applicable. Corrective treatment: the patient was treated with paracetamol (tylenol), opioid pain killer, oral steroid for bilateral knee pain, swelling and calf pain, arthrocentesis for injection site joint effusion. Outcome: not recovered/ not resolved. Seriousness criteria: intervention required. A product technical complaint (ptc) was initiated on (B)(6) 2025 for synvisc one (batch number: frslb04; expiry date: 31-dec-2027) with global ptc number: (B)(4). Ptc stated: based on the complaint from intake team, there was no quality related defect that would attribute to a malfunction a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. Investigation: batch number frslb04, synvisc one was manufactured on 04jan2025 with expiration date of 31dec2027 yielding 16572 singles. The incoming component inspection, packaging, and quality control documentation for this lot was reviewed. The investigation showed the product met specification at the time of release. Based on the lack of information, no assessment was possible. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the nonconforming material or product process. Furthermore, no associated non-conformances were noted for the issue defect at time of release. Trend analysis performed in comet and qualipso: there are three (3) complaints for lot frslb04 and all related sublots. (B)(4), frslb04, other pharmacovigilance event, (B)(4), frslb04, other pharmacovigilance event, (B)(4), frslb04, other pharmacovigilance event. Sanofi will continue to monitor adverse events and perform trend analysis on a periodic basis complaint handling to determine if a CAPA (corrective and preventive action) was required. The final ptc was completed on 23-jun-2025 with summarized conclusion as no assessment possible. Additional information received on 04-jun-2025 from patient: no new information added, clinical course updated and text amended accordingly. Additional information received on 23-jun-2025 from quality department. Ptc results were added. Text amended accordingly.

Event description:
Had aspirated her joints, and it was sent off to labs, but nothing was found [injection site joint effusion] ([joint aspiration], [synovial fluid analysis normal], [injection site joint pain], [injection site joint swelling], [calf pain]. Case narrative: initial information received on 03-jun-2025 regarding an unsolicited valid serious case received from a pharmacist. This case is linked with (B)(4), (multiple device suspect used for the same patient, case for left knee) and (B)(4), case for patient 2 (same reporter). This case involves a 49 years old female patient who had aspirated her joints, and it was sent off to labs, but nothing was found after being treated with medical device hylan g-f 20, sodium hyaluronate [synvisc one]. Patient had previously taken synvisc-one injections. The patient's past medical history, vaccination(s), concomitant medication and family history were not provided. On (B)(6) 2025, the patient received hylan g-f 20, sodium hyaluronate injection (strength: 48mg/6ml) in right knee once via route intra-articular (unknown dose and indication). It was reported that 13-14 hours later after receiving synvisc one, the patient was back in emergency room with bilateral knee pain (injection site joint pain), swelling (injection site joint swelling) and calf pain (pain in extremity) (onset date: (B)(6) 2025, latency: approximately 13-14 hours) (batch number: frslb04; expiry date: 31-dec-2027). It was reported that she took tylenol without improvement. She was discharged with an opioid pain killer and followed up with ortho on (B)(6) 2025. At that time, they aspirated her joints, and it was sent off to labs, but nothing was found (injection site joint effusion) (aspiration joint) (synovial fluid analysis normal) (latency: 6 days) (batch number: frslb04; expiry date: 31-dec-2027). She was sent home with an oral steroid and advised to continue use of pain killer as needed. Relevant laboratory test results included: synovial fluid analysis - on (B)(6) 2025: [nothing was found]. Action taken: not applicable. Corrective treatment: the patient was treated with paracetamol (tylenol), opioid pain killer, oral steroid for bilateral knee pain, swelling and calf pain, arthrocentesis for injection site joint effusion. Outcome: not recovered/ not resolved. Seriousness criteria: intervention required. A product technical complaint (ptc) was initiated on 03-jun-2025 for synvisc one (batch number: frslb04 and expiry date: 31-dec-2027) with global ptc number: complaint (B)(4). Based on the complaint from intake team, there was no quality related defect that would attribute to a malfunction a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. Batch number frslb04, synvisc one was manufactured on 04-jan-2025 with expiration date of 31-dec-2027 yielding (B)(4) singles. The incoming component inspection, packaging, and quality control documentation for this lot was reviewed. The investigation showed the product met specification at the time of release. Based on the lack of information, no assessment was possible. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the nonconforming material or product process. Furthermore, no associated non-conformances were noted for the issue defect at time of release. Trend analysis performed in comet and qualipso: there were three (3) complaints for lot frslb04 and all related sublots. Complaint (B)(4) frslb04 other pharmacovigilance event. Sanofi would continue to monitor adverse events and perform trend analysis on a periodic basis to determine if a CAPA (corrective and preventive action) was required. Three boxes of synvisc one was received as return sample. Boxes contained a blister pack and an IFU (instruction for use). Lot number (frslb04) and expiry date (31-dec-2027) was visible on the box. Syringes were inside the blister and blisters were sealed. Lot number (frslb04) and expiry date (dec-2027) was visible on lid and syringe label. Syringes were taken out from the blister pack. Syringes have product in it and no abnormalities observed during the visual inspection of the product. The final investigation was completed on 10-jul-2025 with summarized conclusion as no assessment possible additional information received on 04-jun-2025 from patient: no new information added, clinical course updated and text amended accordingly. Additional information received on 23-jun-2025 from quality department. Ptc results were added. Text amended accordingly. Additional information received on 10-jul-2025 from quality department. Ptc was reopened and results were updated. Text amended accordingly.